Event description:
The dental implant fx3408mlc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 10 days after implantation. The patient has no significant medical history. The doctor noted periodontal disease during explantation. The patient has recovered without complications.